Event description:
According to the customer contact, the patient had the walker delivered and after 1 day said the brake handle attachment broke.

Manufacturer narrative:
According to the customer contact, the patient had the walker delivered and after 1 day said the brake handle attachment broke. The customer pushed on the brake handle and it snapped off. No report of any injuries. No additional information at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.